Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap is protruded. Customer's blood glucose reading is 112 mg/dl. Customer has pushed in the drive support cap. Customer advised not to manipulate or push on the drive support cap while connected. Advised the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with loose drive support disk. The insulin pump received with cracked reservoir tube lip.